Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Additionally, the alleged low bg issue could not be verified and a different issue was identified.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Cause was not known. Customer consumed carbohydrates to address bg level. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.